Event description:
Complainant alleged that during a routine shift check by a clinician, the device analyzed, advised shock and charged up with pads attached and secured in their pouch. The device was attached to a simulator and operated according to specification. Complainant indicated that there was no pt involvement in the reported malfunction.